Event description:
It was reported that the patient with this coloplast sling had an artificial urinary sphincter implanted. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).